Event description:
It was reported that the biomed had an arctic sun device that was getting alert 01 (patient line open) and alert 02 (low flow) during the start of a therapy, appeared to be a weak circulation pump. The device had 6320 hours and explained it was due for the 2k pm mis call received 28apr2023 prior to biomed received device. Nurse was trying to start a new ttm case and not getting any flow. Had already changed the pads. They had no other arctic sun device available. Initial values were flow rate (fr) was 0lpm, inlet pressure (ip) was -0.3psi, circulation pump command (cpc) was 100 percentage, system hours 6318, pump hours 4610. Tried disconnect and reconnect pads using proper technique. Device primed and stopped. Stopped or emptied or disconnected pads and placed device in manual control. Inlet pressure (ip) was -7.1psi, flow rate (fr) was 1.7lpm, circulation pump command (cpc) was 60 percentage, added one pad back and values were good. When we added the second pad the flow rate (fr) was went down. Nurse became frustrated and declined to do further troubleshooting. Took device out of manual control and tried to restart one more time. Device primed and stopped. Nurse would have biomed come pick up and use an alternate means of ttm.per investigator notification received on 07jun2023, it was reported that the l-tube & double l-tubing were distended /expanded.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed due to a weak circulation pump. The case data confirmed the alert 01 and 02. The device was slow to fill but did not need to be primed. Low and marginal flow rate was observed. Serviced the circulation (sn # (B)(6)) pump. The l-tube & double l-tubing were distended/expanded. Performed 2k pm service on the unit. Serviced the circulation (sn # (B)(6)) pump. Replaced the heater # 1739, with new heater # 2314, manifold o-rings, drain valves, tank tubing and the coin cell # (no # on old coin cell), with new coin cell # 22.4.26. Performed a functional check and pre-cal the device after the repairs. Placed on acats (automated calibration and test system). Passed acats and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was getting alert 01 (patient line open) and alert 02 (low flow) during the start of a therapy, appeared to be a weak circulation pump. The device had 6320 hours and explained it was due for the 2k pm mis call received (B)(6) 2023 prior to biomed received device. Nurse was trying to start a new ttm case and not getting any flow. Had already changed the pads. They had no other arctic sun device available. Initial values were flow rate (fr) was 0lpm, inlet pressure (ip) was -0.3psi, circulation pump command (cpc) was 100 percentage, system hours 6318, pump hours 4610. Tried disconnect and reconnect pads using proper technique. Device primed and stopped. Stopped or emptied or disconnected pads and placed device in manual control. Inlet pressure (ip) was -7.1psi, flow rate (fr) was 1.7lpm, circulation pump command (cpc) was 60 percentage, added one pad back and values were good. When we added the second pad the flow rate (fr) was went down. Nurse became frustrated and declined to do further troubleshooting. Took device out of manual control and tried to restart one more time. Device primed and stopped. Nurse would have biomed come pick up and use an alternate means of ttm.